Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the documented cause of death is cardiac death, with known coronary artery disease. In addition adjudication indicates stent thrombosis occurred.

Manufacturer narrative:
(B)(6). Device is a combination product it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2015-00463. It was reported that following a coronary artery stenting treatment procedure, cardiac death occurred. In (B)(6) 2011, the patient presented due to stable angina (ccs classification 1) and was referred for cardiac catheterization. The de novo target lesion was located in the proximal saphenous vein graft (svg) to proximal right coronary artery (prox rca) with 95% stenosis and was 10mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x12mm promus element stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient returned to the catheterization lab for staged procedure. The de novo target lesion was located in the left main coronary artery (lmca) extending to the proximal left anterior descending artery (prox lad) with 80% stenosis and was 6mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x16mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the site reported that the patient died. No additional information is available at this time.